Manufacturer narrative:
The damage found was sustained during the analysis procedure. The lead was otherwise normal.

Event description:
It was reported the patient presented to the or for lead repositioning due to lead dislodgement. When repositioning was unsuccessful the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.